Event description:
The reporter stated that the surgeon was inserting a aa4203tltoric silicone single piece lens into patient's eye and the haptic tore off. The lens was removed without enlarging the incision and replaced with another model lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned product shows the lens has one haptic torn off & missing and there is a tear in the other haptic. There is clear surgical residue on the lens. Conclusion: - no conclusion can be drawn based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for returned for evaluation.